Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had issue with the act and esc buttons. The customer¿s blood glucose level was unknown. Customer stated they did not want to troubleshoot. Customer stated that sometimes he has to push the esc button and then he push the act button and it works. The device will not be returned for analysis.